Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date of the mesh removal surgery. This event was reported by the patient's legal representation. The surgeon is: (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polyform synthetic mesh and xenform soft tissue repair matrix device were implanted into the patient during a paravaginal repair with graft cystoscopy, suprapubic tube placement, posterior repair with graft bilateral sacrospinous vaginal suspension and perineoplasty procedure performed on (B)(6) 2019 for the treatment of symptomatic uterovaginal prolapse. Operative findings included grade 2 cystocele with normal cystourethroscopy, grade 1 uterovaginal prolapse, grade 1-2 rectocele with perineocele, and normal rectal exam. On (B)(6) 2019, the patient underwent a mesh revision for the treatment of vaginal mesh exposure. During the surgery, a self-retaining retractor was placed in the vaginal edges and irrigation of the vagina was performed and the area of exposed mesh was visualized. Using metzenbaum's scissors the mesh was completely removed and the edges were noted to be free from any foreign material. It was noted that she did have a degree of cervical prolapse. Once the mesh was completely excised the defect was closed with 2-0 vicryl in a running fashion with good closure and hemostasis. Operative findings included approximately 3x2 area of folded polypropylene mesh from the cervix to the mid vagina. On (B)(6) 2020, the patient underwent a total vaginal hysterectomy, cystoscopy, mesh revision and sacrospinous vaginal suspension for the treatment of symptomatic pelvic organ prolapse exposed vaginal mesh. During the surgery, a large portion of vaginal mesh on the patient's right side in the sulcus was excised and the area was primarily closed with 2 vicryl with good closure hemostasis. A small area of mesh was trimmed from the patient's left side but that did not require suturing. The attention was turned to the posterior wall where an inverted triangle skin and perineal tissue was excised with a knife. Dissection was performed in the midline under the vaginal epithelium the epithelium is cut midline held back with t clamps sharp and blunt dissection was performed until they were able to reach the level of her prior biologic graft which was still in place. A dissection was then performed over this mesh along the vaginal epithelium until they reached an area where they could bluntly dissected the sacrospinous ligaments which was done bilaterally.